Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse evaluated the iabp unit and observed that connected to ac power, the iabp unit displayed that it was plugged in and was charging the batteries. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was not recognizing the ac power when plugged in. In addition, the batteries were depleted and not charging. There was no patient involvement and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found when unit is connected to ac power the unit displayed that it was plugged in and unit displayed that it is plugged in and charging batteries. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.